Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the patient was revised due to disassociation of the liner from the shell. Doi: (B)(6) 2004, dor: (B)(6) 2005. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and toxic cobalt-chromium metal debris to be released into the tissue. A femoral head is now being reported to address these allegations.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records was performed for the cup and liner provided lot codes. The review did not reveal any related manufacturing deviations or anomalies for these lot codes. A complaint database search finds no other reported complaints against the metal head provided lot code. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.